Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports error code 120.4610 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer stated the 8015 had a non alaris battery installed. Informed customer the non alaris battery most likely damaged the switching power supply and the power supply board. Recommended sending in for repair. Email customer our fixed level pricing list, along with a letter about third party parts. Customer will call back to send in unit for repair. Ended call. Ref:_00d30y0yr._5000l1tk3fw:ref